Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system getting an unexpected data error occurred error. A technical support specialist followed the knowledge article (how-to ¿ recover / repair a corrupted dsclientoltp database) and (medapplication not launching automatically; station at blue screen) and recovered the database, launched successfully. Device-server communication was re-established, no variation was detected in the change tracking version, the medapplication launched successfully under carefusion (cfn) application framework, and no errors were observed on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es data error occurred. The customer stated that the reported issue has been caused the data base synchronization failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es data error occurred. The customer stated that the reported issue has been caused the data base synchronization failure. There were no adverse events or injuries reported based on this event.